Event description:
During a laparoscopic cholecystectomy case, the metal tip from a laparoscopic hook electrode came off in the pt's abdomen. The piece could not be located. The piece could not be located. No add'l surgery was done, or is planned, to remove the object.